Manufacturer narrative:
No patient involvement. Date of event: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - manufacturing location: (B)(4). Manufacturing date: 22.aug.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ball at the end of a t-pal trial spacer was found broken off when preparing for a case. The device was not attached to any other devices and the patient was not yet in the operating room. The broken piece was discarded by the facility. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned trial spacer was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken off; the fragment was discarded by the facility. The remainder of the device was found to be intact with minimal surface wear consistent with use. The attached trial was found to smoothly pivot as intended. The received failure mode is consistent with impaction while the handle security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. The returned t-pal trial spacer is utilized in the transforaminal posterior atraumatic lumbar (t-pal) system. The selected trial is attached to the applicator handle and applicator knob assembly by inserting the trial into the handle shaft while ensuring the arrow on the handle is aligned with the arrow in the trial. Once fully inserted, the knob is rotated clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the trial will not pivot in this position. The trial can then be advanced into the intervertebral disc space with light hammering. Once in position, the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the trial to pivot. The trial can be advanced into the final position with light controlled hammering. The assembly can be removed by attaching a slap hammer to the proximal end of the knob and the applicator released by depressing the security ring, rotating the knob counterclockwise fully, and pushing the release button on the knob. The applicator handle can be utilized, in conjunction with an applicator inner shaft for implant insertion following the same procedure. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision). The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. Testing was conducted to evaluate the instrument¿s connection to the trial during removal. The test was based on forces measured during cadaver testing, which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. Additionally, endurance testing (insertion and removal) was completed with no functional failures observed after 100 cycles. The received failure mode is consistent with impaction while the handle security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. No definitive root cause was able to be determined. The failure mode is consistent with impaction while the handle security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.